Manufacturer narrative:
A technical service consultant noted that the device will automatically terminate an induced vf after two seconds if rf telemetry is lost. It appears that in this situation, the rf signal was weak and as a result the vf continued. The device was succesfully implanted.

Event description:
Boston scientific crm received information that during the implant procedure difficulty maintaining radio frequency (rf) telemetry was exhibited. Ventricular fibrillation (vf) was induced and was unable to be stopped for six seconds due to loss of rf telemetry. No adverse patient effects were reported.